Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 215) issue. It was alleged that there was a call service alarm 215. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: the black box and alarm history showed a cs 215 call service alarm. The pump powered on with auditory and vibration alerts to a blank screen. The battery compartment and the returned battery cap were undamaged and the battery cap was able to fit securely to the pump. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program. The pump¿s cover was removed and there was evidence of moisture corrosion on the continuous glucose monitoring (cgm) module.